Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using an antegrade approach with a prostyle after a peripheral angioplasty procedure using a 6f sheath. Reportedly, there was a typical feel of the device while inserting it over the guide wire. Resistance was noticed while advancing the device in the vessel. Good blood flow was seen from the marker lumen. As resistance was felt with the device, the decision was made to remove the prostyle from the anatomy without deploying. The device was found to be separated into two pieces. A blunt dissection with kelly clamps was used to retrieve the distal portion from the vessel. A non-abbott device was used to achieve hemostasis. There was a reported clinically significant delay in the procedure. The patient had no adverse issues post procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported separation was confirmed. Resistance during advancement could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.